Event description:
Customer reported to beckman coulter, inc (bec) that the baths of the coulter act diff analyzer started to overflow when they were performing reproducibility. Customer reported that fluid was leaking from the gold bath cover onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found valve vl14 was not functioning properly. The fse replaced the valve.

Manufacturer narrative:
(B)(4).